Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, extrusion, bleeding, infection, urinary/bowel problems, recurrence and dyspareunia. The patient underwent excision and removal of mesh on (B)(6) 2013 due to pelvic pain, bleeding and urinary/bowel problems and pain with intercourse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and incomplete emptying. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with lysis of adhesion and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to dyspareunia and numbness in right leg at (B)(6) hospital.